Manufacturer narrative:
Based on the DHR review, the drape was manufactured to specifications and does not appear to be the result of a personnel, process or materials issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations. Since no sample was returned for review, the non conformity could not be confirmed and no additional actions will be taken at this time.

Event description:
After completing a surgical case, an end user discovered that the slush drape had a tear in the designated warmer side of the drape. The cst removing the used drape found it is was leaking fluid when removed from the machine. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
Based on the DHR review, the drape was manufactured to specifications and does not appear to be the result of a personnel, process or materials issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations. Since no sample was returned for review, the non conformity could not be confirmed and no additional actions will be taken at this time. Follow up #1: lot 1053464 was reported for this complaint. This is the sterile lot from medical action which corresponds to microtek nonsterile lots d152651 and d153091 the DHR was reviewed for lot d152651 and it was seen that this lot had (B)(4) pcs and it was manufactured on 9/22/2015. No defects were reported in process, packaging, or final inspection. The DHR was reviewed for lot d153091 and it was seen that this lot had (B)(4) pcs and it was manufactured on 11/05/2015. No defects were reported in process, packaging, or final inspection. Since no sample was returned for review, the non conformity could not be confirmed and no additional actions will be taken at this time.

Event description:
After completing a surgical case, an end user discovered that the slush drape had a tear in the designated warmer side of the drape. The cst removing the used drape found it was leaking fluid when removed from the machine. There were no patient injury and treatment reported of the incident.